Event description:
Additional information received noted that shocking or jolting sensation started to occur recently. Regarding impedance measurements it was noted that contact four was >3600 but all other contacts were in range at approximately 300 to 1500. They reprogrammed not using electrode contact 4 with no success. The patient still felt shocking sensation.

Event description:
It was reported the patient was experiencing burning sensation at pocket site. The burning around the ins site started a few months ago. It did not feel warm but felt swollen around the ins. The patient also felt a shocking or jolting sensation at the lead site. The patient had tried turning stim off which stopped the shocking sensation. The stim felt weaker than before. An xray had been performed to see if lead was broken; health care professional confirmed lead was not broken and did not see any issue with the lead. The patient had acute pain where the lead was placed and in his left arm. The pain in the left arm had occurred for about 3 years; felt as though it was gradually getting worse. There was no known accident or incident related to this issue. There were no falls or trauma that might have contributed to the shocking sensation. The patient felt the ins was not as strong and did not hold a charge as well. The patient could not confirm that he was completely charging his ins. The patient had tried all of the programs on his programmer and had not had success with the stim. The patient had an appointment with their health care professional. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Extension: model # 3708140, lot # njb001851v, implanted: (B)(6) 2006, explanted: unknown; lead: model # 377660, lot # v003624, implanted (B)(6) 2006, explanted: unknown; neuro adaptor: model # 3550-29, lot # n063030, implanted: (B)(6) 2006, explanted: unknown; programmer: model # 37743, lot # nke116589n; recharger: model # 37752, lot # nka016385n.

Event description:
Additional information received noted that the cause of the fracture and the location of the fracture was unknown. The patient was doing great and receiving effective therapy. The device history record noted a lead replacement had been performed on 2012 (B)(6).

Event description:
Additional information received noted that the patient was scheduled for surgery to replace fractured lead in the near future. Patient was requesting a manufacturer's representative be present. It was noted that shocking occurred in left arm and had been occurring for ~2 years. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 377660, lot # v003624, explanted 2012 (B)(6).